Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clip fell out from the jaws or the clip ejected without being formed inside the patient. The doctor did not feel any senses of discomfort when the device was fired. All fallen clips were removed from the patient. No bleeding and no complicating illness depending on the incident were confirmed. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Which firing of the device did this event occur on? ---third firing. What vessel or structure was the device fired on at the time of the event? ---blood vessel. Was the clip fully advanced into the jaws prior to firing? ---yes. Was there any torquing or twisting of the device present at the time of firing? ---no. Were any unexpected noises heard? ---no. Did anything unexpected happen prior to this incident? ---no. Did somebody other than the primary surgeon fire the instrument? ---the information was not provided from the hospital. The analysis results found that the device was received in good visual condition with the jaws properly aligned. Upon cycling the device, it was noted to be empty and locked out. The device is designed to lock out when all the clips have been fired. Due to the condition of the device, no functional testing could be performed to evaluate the incident reported. No conclusion could be reached as to what may have caused the event reported. The batch record was reviewed and no anomalies were noted during the manufacturing process.